Manufacturer narrative:
Refer to MFR report # 3004209178-2016-15157 regarding prior event / reference to pump having been shut down several years prior. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain, non-malignant pain, and failed back surgery syndrome. It was reported that the pump had been shut down for several years prior to reaching end of service (eos). Refer to MFR report # 3004209178-2016-15157 regarding prior event. A pump alarm was heard and confirmed via telemetry. A motor stall occurred. It was further noted that a stopped pump may exceed tube set message was in the attention dialogue box. Eos had also occurred. It was noted that eos was expected based on the date of implant. The company representative was able to silence the alarm using a tablet. No patient symptoms were reported. It was further noted that the date the motor stall and tube set occurred were unknown as the logs were unable to be read due to it reaching eos. The date of eos occurred was (B)(6) 2018 (month and year known only). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was clarified that the managing healthcare provider (hcp) office had called and asked the company representative to be present when the patient came in to discuss with the hcp. The cause of the motor stall that occurred was not determined. No actions/interventions were taken. The patient was seeking a pump replacement but was having difficulty finding a surgeon willing to replace it. The patient¿s weight at the time of the event was unknown. The device was still implanted, and no replacement had been scheduled as of yet.